Manufacturer narrative:
(B)(4). For 14 of the events, the investigation did not identify a product problem. The cause of the event could not be determined. For 1 of the events, the calibration signals were slightly lower than expected. Qc results were within range. No issues were identified during a review of the alarm trace data. The investigation determined the maintenance performed by the field service engineer (fse) resolved the issue. For 1 of the events, the investigation is ongoing. The follow up/corrective actions for 1 of the events were the field service representative checked the pipetting and liquid level detection (lld) function. No abnormal function was found. The follow up/corrective actions for 1 of the events were the field engineering specialist replaced a worn sample pipettor. No further issues have occurred. The follow up/corrective actions for 1 of the events were calibration and qc were acceptable. The customer used rack adapters. The customer spun the sample for 15 minutes at 3300 rpm. This time may be longer than normal. The alarm trace shows 2 abnormal sample probe movement alarms. The follow up/corrective actions for 7 of the events were asked for but not provided. The follow up/corrective actions for 1 of the events were the field engineering specialist found in the sample small particles floating in the serum. He checked other random samples and found particles present in multiple samples. He checked the probe alignments on the analyzer and the sample probe dispensing and both were okay. Performance and precision testing were performed with acceptable results. The follow up/corrective actions for 1 of the events were the field engineering specialist found a mixing paddle that was bent. He changed the mixing paddle. He replaced the sample probe. He checked the liquid level detection and the sample probe alignment. He cleaned the pipetting syringe. He cleaned the prewash tubing and syringe. He cleaned the reagent disk. He performed performance testing with acceptable results. Following the service visit, there have been no further questionable low results. The follow up/corrective actions for 1 of the events were the fse visited the customer site and found the pmt voltage was out of range. The fse adjusted the voltage. The fse also identified a fluidic failure and decontamination procedures were performed. Mechanism checks were completed with no issues. The customer ran calibration and qc with no errors. The customer is no longer having any issues. The follow up/corrective actions for 1 of the events were the field service representative could not find a cause and determined the system was operating within specifications. The customer ran qc and precision testing. The follow up/corrective actions for 1 of the events were the field service representative found the sample probe and reagent probe adjustments were fine. The instrument qc was in the expected range. The follow up/corrective actions for 1 of the events were the field service representative could not determine a cause. He ran system checks and performance testing. The customer ran qc. The reported event involved an automated analytical device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused.

Event description:
This report summarizes 16 malfunction events. Erroneous low results were generated by a cobas 6000 e 601 module. The events involved a total of 17 patients with the following: 1 elecsys ft3 iii and elecsys tsh assay, 2 elecsys probnp ii immunoassay, 1 elecsys rubella igg immunoassay, 2 elecsys ft4 assay and elecsys tsh assay results, 5 elecsys hcg + beta test system, 1 elecsys vitamin d assay, 2 elecsys tsh assay, 1 ferritin, 1 elecsys tsh assay, elecsys ft3 iii, elecsys ft4 ii, and elecsys t4 assay, 1 elecsys pth immunoassay. The provided patients' ages ranged from (B)(6) to (B)(6). The other patients' ages were requested but were not provided. One of the patient's weight was provided as (B)(6). The other patients' weights were requested but were not provided. There were 5 females and 3 males. The other patients' genders were requested but were not provided. The patients' races were requested but were not provided. The patients' ethnicities were requested but were not provided.

Manufacturer narrative:
For the remaining event, the investigation did not identify a product problem. The cause of the event could not be determined.